Event description:
The pt has been monitored at the implant center since june 2001 for reported intermittent percept problems. Testing done by the clinician concluded that the device was not fully functional; revision surgery was scheduled.